Event description:
During a coil embolization procedure, the micrusphere xl 7mmx14cm coil (ssr10071420/c30100) could not be detached properly, when they decided to remove it, the coil was uncontrolled detached. There was potential for adverse event. The component will be returned and additional information was requested.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During a coil embolization procedure, the micrusphere xl 7mmx14cm coil (ssr10071420/c30100) could not be detached properly, when they decided to remove it, the coil was uncontrolled detached. There was potential for adverse event. The component will be returned and additional information was requested. Attempts were made to detach the coil manually by trying to move the coil to be detached, and then finally decided to remove the coil. The coil detach inside the excelsior sl10 microcatheter, after trying to delivery in the aneurysm, they decided to recover the coil, but since it detached in the microcatheter, they pushed with the wire to reach the aneurysm. The potential adverse event was that the coil could have detached in the patient and ended up anywhere. A constant and dedicated saline source was used at all times. The detachment control box used was old dcb ((B)(4)) and standard cable (catalog and lot unk). Two different units were used, but no data was available. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. No low battery light was seen during case, and new batteries were used. Fault light was seen during case, but not at first moment, but after a while the light was sometimes seen and sometimes not seen. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force, and the same connecting cables and dcbs were not used, because no other codman coil was used. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. After the event, the same mc was used with other coils, and continued the embolization procedure. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture, etc.).

Manufacturer narrative:
During a coil embolization procedure, the micrusphere xl 7mmx14cm coil (ssr10071420/c30100) could not be detached properly, when they decided to remove it, the coil was uncontrolled detached. There was potential for adverse event. The component will be returned and additional information was requested. Attempts were made to detach the coil manually by trying to move the coil to be detached, and then finally decided to remove the coil. The coil detach inside the excelsior sl10 microcatheter, after trying to delivery in the aneurysm, they decided to recover the coil, but since it detached in the microcatheter, they pushed with the wire to reach the aneurysm. The potential adverse event was that the coil could have detached in the patient and ended up anywhere. A constant and dedicated saline source was used at all times. The detachment control box used was old dcb ((B)(4)) and standard cable (catalog and lot unk). Two different units were used, but no data was available. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. No low battery light was seen during case, and new batteries were used. Fault light was seen during case, but not at first moment, but after a while the light was sometimes seen and sometimes not seen. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force, and the same connecting cables and dcbs were not used, because no other codman coil was used. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. After the event, the same mc was used with other coils, and continued the embolization procedure. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture, etc.). The micrusphere ssr100714-20, lot c30100 was not returned; instead a competitor¿s stent delivery system was received. Without the return of the micrusphere xl 7mmx14cm coil (ssr10071420/c30100) used in the complaint, the root cause of the coils detachment difficulty followed by an unintended detachment inside the microcatheter cannot be determined. In addition, without the return of the device positioning unit (dpu) (lot c30100), the implanted coil, the complete detachment system, and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event cannot be confirmed, but based on the information; it is possible that procedural factors contributed to the event. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The micrusphere ssr100714-20, lot c30100 was not returned; instead a competitor¿s stent delivery system was received. Without the return of the micrusphere xl 7mmx14cm coil (ssr10071420/c30100) used in the complaint, the root cause of the coils detachment difficulty followed by an unintended detachment inside the microcatheter cannot be determined. In addition, without the return of the device positioning unit (dpu) (lot c30100), the implanted coil, the complete detachment system, and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Follow-up was conducted to obtain the product.